Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm on the insulin pump. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were given a series of steps to perform after the call to resolve the issue. The customer also reported that they had been having issues with the batteries and the insulin pump for some time now. The customer had already replaced the battery cap. The customer performed the steps outlined in troubleshooting last night and was still having the same issue. The insulin pump will be returned for analysis.